Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl due to needing basal settings adjustments. Customer required intervention by husband who provided carbohydrates for consumption to treat low bg. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.